Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, it was found that the right ventricular (rv) lead had insulation breach and exposed conductors. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.